Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient experienced a vaso-vagal episode during the device exchange procedure.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was replaced due to an unexpected longevity. The device lasted approximately four years due to high right ventricular (rv) lead thresholds. During the device exchange procedure, the patient's carbon dioxide and oxygenation levels declined to low levels. The patient was treated with cardiopulmonary resuscitation and medication. Normal hemodynamic levels resumed. The new device was programmed at higher outputs due to the high right ventricular (rv) lead thresholds. The rv lead remains active and in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.